Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces.